Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the switch box had a dent, up/down knob was shaved, the air/water cylinder had no color, suction cylinder had no color, grip was shaved, the plug unit was damaged, the scope case unit had a dent, due to a chip on probe cover insulation resistance value at distal end did not meet the standard value, the light guide lens had a crack, the distal end was shaved, and the adhesive around objective lens had wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii duodenovideoscope had damage to the hose (bite marks). The device was returned for evaluation. During the device evaluation, it was found that the connecting tube had foreign objects and the distal end had residual liquid. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable defects could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.